Event description:
This device was implanted 4/30/96 and the pt was never seen for f/u visits. He came in to be checked for the first time since the device was implanted because he was experiencing dizziness and syncope. During this visit it was noticed that the device was at eri. The device was explanted due to suspected early battery depletion.